Event description:
13.5 catheter placed in 2003. Placement was at the juncture of the atrium and the superior vena cava and there were no complications with the line during its use for chemotherapy for the pt's sarcoma involving their left forearm. On completion of therapy the line was removed. A subsequent surveillance chest x-ray done this year shows that the tip of the line is wedged in the pulmonary artery involving the right lower lobe. This is evident on the ap film and also on the lateral. Co does not recall any difficulty removing the line after chemotherapy was completed. The pt is asymptomatic from this device.